Manufacturer narrative:
Concomitant product: c2tr01 ipg, implanted: (B)(6) 2013; 419688 lead, implanted: (B)(6) 2013; 638rl3 heart ring, implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that the patient experienced lightheadedness. It was noted that the right ventricular (rv) lead exhibited an increase in thresholds and impedance as well as noise and sensing integrity counter (sic). A fracture was suspected, and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.